Event description:
Event description cpi received information that this bipolar lead was an attempted implant. During the implant procedure the helix tip broke off and remains in the patient. The lead was replaced with a new lead of the same model.